Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: filter is perforating the vena cava with significant tilt.

Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: filter is perforating the vena cava with significant tilt. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received. Event: additional information received per the medical records state that the filter was implanted for the indication of bilateral deep vein thrombosis. The filter was deployed via the patient's right internal jugular. It was placed in the infrarenal area. A post deployment venogram revealed that the filter had been placed in a good location with good alignment and good deployment. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the filter was tilted and the patient experienced perforation of filter strut(s) outside the inferior vena cava, stress, anxiety and fear. The patient became aware of the reported events four years and one month after the index procedure. There was an unsuccessful attempt to remove the device approximately five years and two months after the index procedure. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: date of report, PMA/510k, type of reportable event and if follow-up what type. Event: additional information received per the medical records state that the filter was implanted for the indication of bilateral deep vein thrombosis. The filter was deployed via the patient's right internal jugular. It was placed in the infrarenal area. A post deployment venogram revealed that the filter had been placed in a good location with good alignment and good deployment. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the filter was tilted and the patient experienced perforation of filter strut(s) outside the inferior vena cava, stress, anxiety and fear. The patient became aware of the reported events four years and one month after the index procedure. The ppf states that approximately five years and two months after the index procedure the patient became aware that the device was unable to be retrieved. It also states, the filter has not been removed and/or attempted to be removed.   As reported, the patient underwent placement of trapease inferior vena cava filter. Per the medical records, the filter was implanted for the indication of bilateral deep vein thrombosis. The filter was deployed via the patient's right internal jugular. It was placed in the infrarenal area. A post deployment venogram revealed that the filter had been placed in a good location with good alignment and good deployment. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to filter is perforating the vena cava with significant tilt. Per the patient profile form (ppf), the patient reports the filter was tilted and the patient experienced perforation of filter strut(s) outside the inferior vena cava, stress, anxiety and fear. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.